Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 probe was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the probe is giving black line on the image. The black lines are due to an internal failure of the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation: the probe is giving black line on the image.